Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing. The icm was explanted and replaced with a pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of false pause episode was confirmed. These false detections were due to extremely small r wave amplitude. No device malfunction was found. The reported event of under-sensing could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed indicated normal device functionality with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.